Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review could not be not reviewed as the device serial number is unknown. "Howeve", the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. This model is not sold or marketed in the u.s. However, it is similar to device: model #6625-lp; brand name: carpentier-edwards duraflex low pressure mitral bioprosthesis; PMA #p870077.

Event description:
Edwards received notification this patient with a bioprosthetic mitral valve underwent a valve-in-valve procedure. The failure mode and implant duration of the surgical valve is unknown. The procedure was successful and the patient was noted as to be well. No other details provided.